Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 410-2000, cga, surefit ground pad was being used on (B)(6) 2022 during an unknown procedure and was not sticking. "Problem with 3 in one case. Completed case with an old grounding pad from a different company.¿ there was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. Further assessment found that there was a slight delay of ¿probably 10 minutes.¿ the doctor had to switch to an instrument he doesn't usually use (bipolar). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.